Manufacturer narrative:
B3: reporter stated the event took place between july and the first week of august 2025. Date unknown. E1: phone number extension (B)(6). H3: the device history record of reported lot 6106663 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the needle became dislodged due to the oncology patient¿s movement when going home. Per reporter, their chemotherapy medication was scheduled for 48 hours, and the needle came out after a few hours once the patient was at home. No patient harm or adverse event was reported.